Event description:
The customer reported that upon releasing a lock on the bedside monitor, the monitor struck a nurse in the face and fractured her eye socket.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be completed once the investigation is completed.